Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous mid lad. After pre-dilatation, the orsiro was delivered through an earlier implanted stent in the proximal lad. Upon inflation, it was noted that the stent had dislodged. The stent was found at the proximal end of the old proximal lad stent. The orsiro stent was left where it came off with no further intervention at the time of the case. The patient was reported stable.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, five photographs taken from the angiogram were reviewed. The photographs provided show a dislodged stent located at a previously implanted stent but do not provide any further relevant information with regards to the root cause of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.